Event description:
It was reported that during the sleeve gastrectomy procedure, that the surgeon fired and passed back to surgical tech. The tech had difficulty opening device it would not fully open. A like device was used to complete the procedure. No patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 8/24/2023 d4: batch # 291c58 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with no reload present. Upon analysis, the jaws were partially open, the knife was noted to be partially deployed into the anvil. The device was closed and home button was pressed, and the knife returned to the home position as expected the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that the knife was partially deployed may have been due to opening the jaws before the knife was fully returned home after firing. Device history review a manufacturing record evaluation was performed for the finished device batch number 291c58, and no non-conformances were identified. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? No if yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Device jaw aperture wouldn¿t completely open did the jaws eventually open? Yes partially.